Manufacturer narrative:
No button error alarm during testing. The insulin pump had intermittent button response due to corroded keypad traces. No battery out limit noted. The device was received with normal operating currents. It had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Customer changed the battery multiple times and is receiving battery out limit alarms and could not clear it. Customer also stated that the insulin pump had a broken or missing piece of plastic in the battery compartment. Nothing further reported.